Event description:
Pt presented to doctors office with shortness of breath. Tested on suspect device and inr=1.3. Doctor advised to take 10mg of coumadin. Sent to hosp 1 hour later, venous draw inr=5.8. Pt did not take coumadin as prescribed. Was admitted to hosp and given 2 units of fresh frozen plasma. Controls have not been run.